Event description:
It was reported that the pulse width for a patient¿s therapy was higher than normal because, it was increased ¿about six months ago¿ to compensate for ¿decreased efficiency¿ from their depleting battery. It was stated that no device problem was suspected or alleged. It was noted that the settings were 5v, 450pw, 40hz, a1 625 ohms, a2 958 ohms. It was noted that the implanted device that was active 6 months ago was a rechargeable restore sensor. Additional information received reported that the patient had their system partially explanted. It was reported that the lead corroded and fell apart near the proximal connection. It was reported that the patient had loss of stimulation/therapeutic effect. It was stated that impedance testing was performed on the lead. It was reported that the lead was completely explanted and replaced. It was reported that the extension kit was partially explanted due to scar tissue buildup that prevented full removal. It was reported that the pocket adaptor and boot plug accessory were also explanted. Additional information received confirmed that the current device was the restore sensor. It was stated that the ins was ok - the problem was the lead. It was stated that the notify date and aware date for this event were (B)(6) 2014 when the manufacturer¿s representative attended the patient¿s explant procedure. It was stated that the representative had not met the patient before that. It was stated that she did not have information about the date pulse width was increased. It was stated that she was not sure if the patient had been receiving therapy at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-28, lot# l76873, implanted: 2000 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3550-29, lot# n329785, implanted: 2012 (B)(6); product type accessory product ID 74001, lot# n305321, implanted: 2012 (B)(6); product type adapter product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 3888-28, lot# l76873, implanted: (B)(6) 2000 product type lead product ID 7495-25, serial# (B)(4), implanted: 2000 (B)(6); product type extension. (B)(4).